Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01027.

Event description:
On (B)(6) 2020, the patient underwent a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), non-penumbra stent and, non-penumbra microcatheters. During the procedure, after placing the stent in the aneurysm using the microcatheter, the physician removed the microcatheter and advanced a new microcatheter into the target vessel. Next, while advancing a smart coil (2mm x 2cm) into the aneurysm, the microcatheter began to kick back during position of the last portion of the smart coil. Consequently, the smart coil unintentionally detached with most of the coil placed in the aneurysm and the tail end of the smart coil was protruding out of the aneurysm lumen and into the parent vessel within the stent. The physician therefore removed the microcatheter and re-advanced the same microcatheter that was previously used through the stent and placed inside of the aneurysm. The physician advanced another smart coil (1.5mm x 2cm) into the aneurysm; however, the physician experienced resistance while advancing the final portion of the smart coil and the microcatheter began to kick back. Therefore, the microcatheter was re-advanced over the smart coil back into the aneurysm and the smart coil was removed. While advancing another smart coil (1.5mm x 2cm), it was noted that there was increase in blood pressure with suspicion of aneurysm perforation with subsequent deployment and detachment of the smart coil (1.5mm x 2cm) and another smart coil (1mm x 1cm) in the aneurysm. Concurrently, protamine was administered, and hyperventilation was initiated. Systolic blood pressure (sbp) was reported to be reduced below 110. A follow up angiography was performed confirming the suspected contrast extravasation from the aneurysm. The final smart coil (1mm x 1cm) was then deployed; however, while positioning the final portion of the smart coil, the physician noticed tail end of the first smart coil that was protruding out of the aneurysm had unraveled further distally into the right superior division of the m2 branch. The physician successfully placed the final smart coil. An additional angiography was performed confirming stable coil loops with the protruding tail of the first smart coil and no further contrast extravasation. Filling defects on the protruding coil loop concerning for thrombus was noted; however, there was persistent flow distal to the stent of the superior right mca branch. A computed tomography (CT) scan revealed the right cerebral convexity subarachnoid hemorrhage and no midline shift was noted with hydrocephalus. Mannitol and hyperventilation were initiated with reversal of heparin with protamine. A neurosurgery team then performed an emergent external ventricular drain (evd) placement. An angiogram of the right internal carotid artery (ica) was performed approximately an hour apart resulted in the right mca in-stent stenosis and stable protruding coil loop. There was no distal embolic nor thromboembolic complications noted on final angiograms. Super selective intra-procedure internal carotid artery cerebral angiograms were obtained and demonstrated raymond- roy occlusion score I. There was no evidence of aneurysmal sac opacification. The tail of the smart coil was noted to be protruding into the parent artery with no hemodynamic delay. On (B)(6) 2020, the patient was discharged home with the modified rankin scale (mrs) 1; no significant disability despite symptoms and is able to carry out all usual duties and activities. The symptomatic intracranial hemorrhage was reported to be a serious adverse event with a probable relationship to the smart coils and a definite relationship to the index procedure. The aneurysm perforation was reported to be a serious adverse event with a probable relationship to the smart coils and a definite relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2020-01027.

Event description:
On (B)(6) 2020, the patient underwent a coil embolization procedure in the middle cerebral artery (mca) penumbra smart coils (smart coils), non-penumbra stent (atlas) and, non-penumbra microcatheters. During the procedure, after placing an atlas stent in the aneurysm using the microcatheter, the physician removed the microcatheter and advanced a new microcatheter into the target vessel. Next, while advancing a smart coil (2mm x 2cm) into the aneurysm, the microcatheter began to kick back during position of the last portion of the smart coil. Consequently, the smart coil unintentionally detached with most of the coil placed in the aneurysm and the tail end of the smart coil was protruding out of the aneurysm lumen and into the parent vessel within the stent. The physician therefore removed the microcatheter and re-advanced the same microcatheter that was previously used through the stent and placed inside of the aneurysm. The physician advanced another smart coil (1.5mm x 2cm) into the aneurysm; however, the physician experienced resistance while advancing the final portion of the smart coil and the microcatheter began to kick back. Therefore, the smart coil was retracted and the microcatheter was re-advanced over the smart coil back into the aneurysm. While re-advancing the same smart coil (1.5mm x 2cm), there was increase in blood pressure with suspicion of aneurysm perforation with subsequent deployment and detachment of the smart coil (1.5mm x 2cm) and another smart coil (1mm x 1cm) in the aneurysm. Concurrently, protamine was administered, and hyperventilation was initiated. Systolic blood pressure (sbp) was reported to be reduced below 110. A follow up angiography was performed confirming the suspected contrast extravasation from the aneurysm. The final smart coil (1mm x 1cm) was then deployed; however, while positioning the final portion of the smart coil, the physician noticed tail end of the first smart coil that was protruding out of the aneurysm had unraveled further distally into the right superior division of the m2branch. The physician successfully placed the final smart coil. An additional angiography was performed confirming stable coil loops with the protruding tail of the first smart coil and no further contrast extravasation. Filling defects on the protruding coil loop concerning for thrombus was noted; however, there was persistent flow distal to the stent of the superior right mca branch. A computed tomography (CT) scan revealed the right cerebral convexity subarachnoid hemorrhage and no midline shift was noted with hydrocephalus. Mannitol and hyperventilation were initiated with reversal of heparin with protamine. A neurosurgery team then performed an emergent external ventricular drain (evd) placement. An angiogram of the right internal carotid artery (ica) was performed approximately an hour apart resulted in the right mca in-stent stenosis and stable protruding coil loop. There was no distal embolic nor thromboembolic complications noted on final angiograms. Super selective intra-procedure internal carotid artery cerebral angiograms were obtained and demonstrated raymond- roy occlusion score I. There was no evidence of aneurysmal sac opacification. The tail of the smart coil was noted to be protruding into the parent artery with no hemodynamic delay. On (B)(6) 2020, the patient was discharged home with the modified rankin scale (mrs) 1; no significant disability despite symptoms and is able to carry out all usual duties and activities. The symptomatic intracranial hemorrhage was reported to be a serious adverse event with a probable relationship to the smart coils and a definite relationship to the index procedure. The aneurysm perforation was reported to be a serious adverse event with a probable relationship to the smart coils and a definite relationship to the index procedure.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra clinical team on (B)(6) 2020: section b. Box 5. Describe event or problem. This report is associated with MFR report number: 3005168196-2020-01027. H3 other text: placeholder.

Event description:
On (B)(6) 2020, the patient underwent a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), non-penumbra stent and, non-penumbra microcatheters. During the procedure, after placing an atlas stent in the aneurysm using the microcatheter, the physician removed the microcatheter and advanced a new microcatheter into the target vessel. Next, while advancing a smart coil (2mm x 2cm) into the aneurysm, the microcatheter began to kick back during position of the last portion of the smart coil. Consequently, the smart coil unintentionally detached with most of the coil placed in the aneurysm and the tail end of the smart coil was protruding out of the aneurysm lumen and into the parent vessel within the stent. The physician therefore removed the microcatheter and re-advanced the same microcatheter that was previously used through the stent and placed inside of the aneurysm. The physician advanced another smart coil (1.5mm x 2cm) into the aneurysm; however, the physician experienced resistance while advancing the final portion of the smart coil and the microcatheter began to kick back. Therefore, the microcatheter was re-advanced over the smart coil back into the aneurysm and the smart coil was removed. While advancing another smart coil (1.5mm x 2cm), it was noted that there was increase in blood pressure with suspicion of aneurysm perforation with subsequent deployment and detachment of the smart coil (1.5mm x 2cm) and another smart coil (1mm x 1cm) in the aneurysm. Concurrently, protamine was administered, and hyperventilation was initiated. Systolic blood pressure (sbp) was reported to be reduced below 110. A follow up angiography was performed confirming the suspected contrast extravasation from the aneurysm. The final smart coil (1mm x 1cm) was then deployed; however, while positioning the final portion of the smart coil, the physician noticed tail end of the first smart coil that was protruding out of the aneurysm had unraveled further distally into the right superior division of the m2 branch. The physician successfully placed the final smart coil. An additional angiography was performed confirming stable coil loops with the protruding tail of the first smart coil and no further contrast extravasation. Filling defects on the protruding coil loop concerning for thrombus was noted; however, there was persistent flow distal to the stent of the superior right mca branch. A computed tomography (CT) scan revealed the right cerebral convexity subarachnoid hemorrhage and no midline shift was noted with hydrocephalus. Mannitol and hyperventilation were initiated with reversal of heparin with protamine. A neurosurgery team then performed an emergent external ventricular drain (evd) placement. An angiogram of the right internal carotid artery (ica) was performed approximately an hour apart resulted in the right mca in-stent stenosis and stable protruding coil loop. There was no distal embolic nor thromboembolic complications noted on final angiograms. Super selective intra-procedure internal carotid artery cerebral angiograms were obtained and demonstrated raymond- roy occlusion score I. There was no evidence of aneurysmal sac opacification. The tail of the smart coil was noted to be protruding into the parent artery with no hemodynamic delay. On (B)(6) 2020, the patient was discharged home with the modified rankin scale (mrs) 1; no significant disability despite symptoms and is able to carry out all usual duties and activities. The symptomatic intracranial hemorrhage was reported to be a serious adverse event with a probable relationship to the smart coils and a definite relationship to the index procedure. The aneurysm perforation was reported to be a serious adverse event with a probable relationship to the smart coils and a definite relationship to the index procedure. On (B)(6)2020, it was reported that the patient was experiencing right-sided neck and head pain with abnormal speech and generalized body tingling. A CT scan reveal mild frontal encephalomalacia from prior evc placement in the head and a CT angiography was performed of the head and neck that reveal no large vessel occlusion (lvo). On (B)(6) 2020, a magnetic resonance imaging (MRI) of the brain revealed an acute lacunar infarct within the right middle corona radiata extending into the ipsilateral lentiform nucleus. No bleed or shift was identified. On the day of discharge, it was reported that the patient was experiencing resolution of headache with blurred vision. The patient was discharged home to continue with physical therapy (pt), occupational therapy (ot), and speech language therapy (st). Patient was alert and oriented with no acute complaints. The ischemic stroke was reported to be a serious adverse event with a possible relationship to the smart coils.